Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, a bend was identified 4cm from the distal tip. The handle, steering knob, connector and electrodes appeared to be intact. The device was evaluated for deflection. The device did not meet curve specification. The device did not meet the planarity specification. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to a bend as a result of mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported, bent acunav. Once the device was used and inserted in the heart the tip wouldn't steer correctly and the doctor stated it made a "3" at the end which made it ineffective. The device was replaced. There was no patient injury or medical intervention and extended procedure time reported was less than 30 minutes. These are commonly used devices that are readily available.